Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced failure after insertion with inability to walk, debilitating pain, and repeated infections. The patient underwent removal and experienced mobility issues and constant pain after three to four surgeries requiring a blood transfusion. It was reported that the patient has now been diagnosed with chronic pain syndrome. The patient was told by the pain team most likely nerve damage caused by instruments used in the pelvic region. The patient reported that they are on pain medication. Additional information has been requested.